Manufacturer narrative:
Serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of audio issues with the system controller was confirmed via the submitted videos. A review of the submitted log file spanned approximately 17 days ( (B)(6) 2022 per time stamp). There were only routine alarms present in the log file. The system controller was not returned for analysis. The patient stated that the alarms were higher pitched and lower in volume. The provided second video showed the controller alarming in a lower volume and different tone from the first video confirming the reported event. The additional information provided stated that cleaning the speakers resolved the alarm. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were not reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is 85 db. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the primary controller seemed to be experiencing audible issues on (B)(6) 2023. The log captured a few power cable disconnects earlier in the morning of (B)(6) 2023 while the patient was connected to the batteries. The customer was trying to create an alarm to listen to the higher pitch and lower sounding alarm. The alarm to recreate that was the easiest was the power cable disconnect. Any real alarms had a higher pitch and a low sounding alarm. Troubleshooting of cleaning the batteries and battery clips was performed as well as cleaning the controller, specifically where the speaker of the controller was located. If troubleshooting and cleaning the speakers did not work the last option was to perform a controller exchange. The controller was not exchanged and the patient was sent home. The sounds were continuously monitored and if they were to continue the patient was going to have their controller exchanged, however, it was stated that the issue had resolved without a controller exchange.